Manufacturer narrative:
Date of event is month and year valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient's implant vibrates all night and patient put pressure on implant in order to make the vibration stop. Patient stated the device was working perfectly up until they had a fall two weeks ago prior to report. Patient stated the vibration did not bother them when they are walking. Patient said the vibration is always there and started since they fell. Patient wanted to lower stimulation because of the vibration being uncomfortable. While on the phone, they were getting 006 code on the programmer. Patient services advised the caller to go through all buttons and try again. Patient had been getting poor communication for about a week. Caller was able to lower stimulation without using antenna. Caller states they called healthcare professional who told them they needed a c9 something for workman's comp before the device could be checked. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and it was reported that the vibrations correlated with the fall timeline. A CT scan, evaluation, and pain management were done in order to resolve the issue. No further complications were reported or anticipated.